Manufacturer narrative:
Meter and test strips involved in incident were returned for evaluation. Meter was evaluated with returned strips of specified lot and performed to specification. No failure detected.

Event description:
Caller got ready for day, and then she started shaking, and having hypoglycemia symptoms, so she checked her blood glucose and received a reading of 145. She did a cs test that was in range. She called her granddaughter and called 911 and the ems came about 15 minutes later. They checked her blood glucose and it was 97, so they treated her with a glucose IV and within two minutes she stopped shaking. She then had her granddaughter take her to the hospital to get checked out. At the hospital, a few tests were performed, and they released her without any treatment of any sort. Caller also stated she has never felt like this before or experienced this before. Replaced meter, strips, sent cs and return label.

Event description:
Caller got ready for day, and then she started shaking, and having hypoglycemia symptoms, so she checked her blood glucose and received a reading of 145. She did a cs test that was in range. She called her granddaughter and called 911 and the ems came about 15 minutes later. They checked her blood glucose and it was 97, so they treated her with a glucose IV and within two minutes she stopped shaking. She then had her granddaughter take her to the hospital to get checked out. At the hospital, a few tests were performed, and they released her without any treatment of any sort. Caller also stated she has never felt like this before or experienced this before. Replaced meter, strips, sent cs and return label.

Manufacturer narrative:
Section d10 from previous report was incorrect. This is a correction follow-up to update that information.